Event description:
From staff: laser fiber being used in ablation case was fractured and burned a hole through the sterile drapes on the field. Prior to all safety measures were being followed per protocol. The event happened due to a faulty product and could not have been predicted due to the nature of the product.